Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) dialed into the station remotely via remote support specialist (rss) and did not observe any hardware error icons. The customer confirmed that everything was functioning properly and approved closing the ticket. The system functioned as intended after the field service engineer investigated the issue

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1.1 e3 cubie, the pocket containing trazodone 50 mg tablets was not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.